Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report rec'd from (B)(6), stating that the devices angle parts were heating up after two minutes. It is known that the event did not occur during surgery; however, it is unknown if there was patient/user injury, or medical intervention reported related to this occurrence. No add'l info available.